Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results were obtained from a patient sample run on the vitros eci immunodiagnostic system. There was no indication that tropi es reagent issue contributed to the event. An ocd field engineer performed service actions on several analyzer sub-systems; however, there was no objective evidence that the vitros ci was not operating as expected. Performance testing following service verified that the equipment was operating as expected. The investigation could not determine a definitive root cause. An instrument related issue cannot be ruled out as a contributing factor. Additionally, pre-analytical sample processing cannot be ruled out as a potential contributing factor.

Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from a patient sample (patient= 0.127, 0.133 ng/ml vs. Expected 0.021 ng/ml) processed on a vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The troponin result of 0.127 ng/ml was reported from the laboratory, however, the affected sample was repeated for an unknown reason and a corrected result was issued from the laboratory. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible, higher than expected troponin I es results. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).